Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, and no additional notable events were reported prior to the malfunction.